Manufacturer narrative:
The investigational analysis completed 5/9/2019. The device was visually inspected, and reddish material was found inside the pebax. No damage was observed. During the second visual inspection, a hole was observed on the pebax with reddish material inside. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during an ablation procedure once removed from the body for transseptal access, there was blood/coagulum under the coating, at the tip of the stsf catheter. The catheter was replaced and the procedure was continued. Per the instructions for use, the anticoagulant used was heparinized saline. No error messages were noted. There were no issues with temperature or flow. The generator parameters were set to power control mode with max impedance cut off at 250 ohms,and temperature cut off at 40 degrees celsius. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequences were reported. The observed coagulum under the catheter tip has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/3/2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish material was observed in the pebax sleeve with no internal parts exposed. The reddish material observed has been assessed as not MDR reportable. During a second visual inspection on 5/9/2019, a hole was found in the pebax. The observed hole has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 5/9/2019.